Manufacturer narrative:
Engineering analysis: upon opening the returned device packaging it was noticed that the stent had a significant bend to it and had been dislodged proximally on the balloon. The center of the stent was measured and was 2.1mm. This diameter is indicative of a properly crimped stent and matches the lot qualification data. There were no signs of damage to the stent or the stent delivery system. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing. When the stent is crimped on to the folded balloon the stent frame leaves impressions of the stent frame on the surface of the balloon. The impressions indicate if the stent was properly crimped onto the balloon. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. The product in question has been subjected to simulated use in a tortuous iliac artery model whereas the stent delivery system is advanced contra laterally over the iliac arch through a 6fr 55cm long cook check flow performer introducer sheath. The stent is then deployed at nominal pressure as specified on the product label and the balloon deflated and withdrawn back through the introducer sheath. This testing was conducted numerous times while being submerged in a heated water bath at 37°c (body temperature) during design verification testing of the product. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: there are several possibilities that can cause stent dislodgement including but not limited to manipulation of the stent prior to use, overuse of the sheath during the procedure by passing multiple devices through it causing failure of the hemostatic valve and a hemostatic valve that is too tight or was not placed with the obturator that was provided if personnel at the table were unfamiliar with the device and attempted to hand crimp or manipulate the product in any way prior to use it could interrupt the integrity of the stent. If other devices were passed through the sheath prior to the stent it is possible that the valve lost integrity and failed for that reason. If the sheath was inserted without the use of the enclosed obturator the hemostatic valve was potentially too tight for a first pass with the stent. The instructions for use advise "do not remove, reposition or hand crimp the stent and do not handle or in any way disrupt the placement of the stent on the balloon." Insufficient stent securement during access through the sheath may lead to the need for removal of the stent delivery system. This event may be associated with a delay in treatment as well as the need for additional medical or surgical intervention.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
When advancing the device through the diaphragm of the sheath the stent was dislodged from the balloon. The surgeons were able to retrieve the stent without the stent entering the patient by drawing the sheath over the balloon and pulling the whole system out as one, then replacing the sheath.